Event description:
The surgeon implanted a silicone lens but the trailing haptic was damaged upon insertion. The lens was removed in pieces and replaced with a different type lens. There was no pt injury or event. It is known if the lens or the injection system malfunctioned.